Event description:
It was reported that the at the time of removal of IV, the catheter remained in the patient vein. Blue female adapter connection was removed but catheter not connected. No additional information.

Manufacturer narrative:
No investigation or causal factor evaluation could be conducted given that no complaint sample was returned.

Manufacturer narrative:
Other text: no lot or serial number was provided; therefore, device history record review could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D4: device lot number is unknown, no product information has been provided to date., corrected data: event description (b5), type of reportable event (b1), patient event code and evaluation conclusion code (h6), investigation analysis (h10).

Event description:
Surgical intervention of the foreign body was performed. No additional information was provided.